Manufacturer narrative:
One opened probe was received, with no tip protector in a tray. At the time of receipt, the probe needle was observed to be bent. The returned sample was visually inspected and found non-conforming with orange/brown and clear foreign material on the port face. And in the port face and the needle curved, confirming the received condition of the probe. The probe was then functionally tested for actuation and aspiration. The probe was found to be conforming for actuation and non-conforming for aspiration. The probe sample was disassembled and the components inspected. No/minimal wear was observed, on the inner cutter when compared to the degree of wear, based on continuous actuation of the probe visual standard photos. The inner cutter was observed, to be slightly curved. Gouge marks and wear marks were observed, at a couple locations along the inner cutter. The sample was tested with a syringe and resistance was felt. A wire entered into the aspiration path, but did not go all the way through. The sample was retested with a syringe and resistance was still felt. Solid material is blocking the aspiration path and cannot be removed for further evaluation. The complaint evaluation confirms, the probe sample had an aspiration failure. The exact cause of the aspiration failure is, due to foreign material in the aspiration path. How and when foreign material was introduced into the aspiration path cannot be determined from this evaluation. However, the foreign material is most likely surgical material from the surgical use of the probe. No specific action with regard to this complaint was taken by the manufacturing site, because the exact root cause of the foreign material in the aspiration path cannot be determined, from the evaluation performed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut, during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that two vitrectomy probes did not aspirate during a procedure. There was a delay in the surgery time and the nucleus dropped into the vitreous. The product was replaced and the procedure was completed. The patients current condition is unknown.